Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) drive manifold would not pass the test during preventive maintenance. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). Testing of actual/suspected device ((B)(4)): to fix the issue the fse had the part in stock and replaced the drive manifold. Fse then completed all pressure and leak tests to manufacturers specifications. The unit was approved for clinical use and returned to the customer.

Manufacturer narrative:
Corrected field - e1(event site telephone: (B)(6)). Additional point of contact : (B)(6) biomedical engineer.

Event description:
N/a.